Event description:
The customer reported via phone call that they had excessive no delivery alarms. Customer's blood glucose was 55 mg/dl. The customer was advised that the recurring no delivery alarms may be due to site, set or reservoir issues. The customer stated that they tried all remedies. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with no excessive no delivery alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has cracked case at the display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.